Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. A material only shipment containing the replacement speaker was provided to resolve the issue. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the intellivue x3 indicating that there is no sound coming from the speaker. The device was not in clinical use at the time of the event. No adverse event was reported.